Manufacturer narrative:
The biomedical engineer reported that on log 3, 6th floor (B)(6) 2019 at 1440 comm loss for 12 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This facility only uses the cns-6801a models. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 3, 6th floor (B)(6) 2019 at 1440 comm loss for 12 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Event description:
The biomedical engineer reported that on log 3, 6th floor (B)(6) 2019 at 1440 comm loss for 12 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer submitted the log entry from the facility stating that "10/23 1440 comm loss for 12 seconds." Customer stated they could not provide any information regarding the entry note. Investigation conclusion: due to the lack of information available, an investigation into the reported issue is not currently possible. No risk assessment could be performed. Additional device information: d11 & c2 concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.